Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed the patient had received inappropriate therapy due to t-wave oversensing . Abbott technical support provided device reprogramming settings to resolve the event. The patient is in stable conditions following the event.

Event description:
Device reprogramming was successful in resolving the event.